Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event was reported to have occurred on (B)(6) 2020 (future date; not further specified). (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of 2 clearlink system, non-dehp continu-flo solution sets broke off. This issues was identified during setup, prior to patient use. There was no patient involvement. No additional information is available.